Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 12 mg/dl. The blood glucose was 101 mg/dl and 102 mg/dl. The customer declined troubleshooting for the high and low blood glucose. Customer treated high blood glucose with the manual injection and high and low blood glucose, both were already resolved. The customer also reported that, the insulin pump had keypad anomaly. Customer reported that, her down arrow was not working to go to save on that screen. Customer stated that numbers are not ramping on their own and the scroll bar is not moving with no input and there is a response from a button and down button intermittently not working. Customer stated that, an alarm was not in progress at the time the button was unresponsive. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. Device functioning properly.